Manufacturer narrative:
The device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
It was reported in the fax received from the customer that the patient underwent a revision surgery after the nail implanted on (B) (6) 2009 had broken.